Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 1a endoleak. There was also evidence to reasonably support a contained rupture prior to the initial implant of the endologix devices. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, an intraoperative stent migration at implant, unintended stent movement post procedure, and the contained rupture prior to the initial implant. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. The patient had a follow up the week of (B)(6) 2016, an ultrasound an unknown endoleak. The patient was scheduled for an angiogram and the diagnostic test confirmed a type 1a endoleak with potential movement of the proximal extension. On (B)(6) 2016 the physician elected to implant a suprarenal aortic extension to seal the leak. The procedure was completed and there have been no additional adverse events reported for this patient.